Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the insertable cardiac monitor (icm) exhibited bluetooth low energy (ble) telemetry issue. No intervention was performed. The condition of the patient was unknown.

Manufacturer narrative:
The reported event of loss of ble connectivity was confirmed. The provided information was reviewed by abbott engineering and it was determined that the programmers ble encryption set up was out of sequence. The issue has since been resolved with a new programmer release.